Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic liver resection. After approximating and firing it to the tissue, surgeon had a problem with retracting the stapler. Surgeon had to convert the procedure to open hepatectomy to recover the problem. There was no pt injury. No reinforcement material was used in conjunction with the stapling device.